Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause is that withdrawing the sheath over the calcified arch caused the sheath to experience significant bending stress and tension, which led it to separate. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has not been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a peripheral intervention via the right common femoral artery after an angio of the right common femoral artery (cfa) was performed. Upon removal, the destination was caught on a calcified arch and tore exposing the coil. The sheath was removed and closed with an 8fr angio-seal device without complications. The patient was stable, and the procedure was completed.